Event description:
It was reported that during a laparoscopic roux-en -y procedure, the device stopped after hearing the device start at the fifth firing with a white cartridge. It is unknown how the device was removed from tissue, but was removed with no tissue damage. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? Jejunum. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th firing. During which stroke did the event occur? What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The analysis found that one device was returned in good visual condition and with an (B)(4) partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.